Manufacturer narrative:
(B)(4). Date of initial report: 08/01/2016. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient needed a re-operation hours after a laparoscopic colon procedure due to internal bleeding in the abdomen. Blood loss was around 1.5 liters. The vessel that was bleeding was 1mm in size and was in a dry field. No complications or issues were noted during the original procedure and the device provided end tones after seals were made. The patient is currently stable.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 08/01/2016. Date of follow-up report: 08/01/2016.